Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/09/2009, 01/12/2009, and 1/30/2009 by phone, fax, and mail. The surgeon is unwilling to complete the questionnaire. This report was mailed to FDA on : 02/06/2009.

Event description:
A surgeon reported a patient who was referred to him for a second opinion who was experiencing waxy and/or smeary vision following bilateral intraocular lens (iol) implant surgery approximately two years prior. A yag laser procedure was performed approximately six months following the implant surgery. The surgeon reported the iol had been implanted backwards. The surgeon replaced the iol with the same model and diopter iol. The surgeon reported that following the replacement procedure, the patient was no longer experiencing any waxy or smeary vision. There are two medical device reports associated with this event. This report is for the left eye.